Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine device change-out, noise and minor discoloration were observed. After medical adhesive was applied, no noise was evident and successful dfts were performed. The lead remains implanted. The patient was fine prior to and throughout testing.